Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working. A back up power supply was then used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working. A back up power supply was then used to complete the case. The hospital did not report any patient effects.